Event description:
It was reported that the zimmer skin graft mesher was not working. Additional clinical f/u with the hospital indicated that the issue occurred during surgery, there was no harm to the pt and no increase in surgical time.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 07/22/1994 and was last repaired on 11/19/2004 for a non-related issue. Eval of the device observed that the comb was bent. It was also observed that the roller, side plates and ratchet were damaged. Prior to repair, the device was within calibration specifications. The customer did not include any cutters for eval. The cause is likely the user not maintaining the device per proper handling and lack of preventive maintenance. The device was serviced and returned to the customer.